Event description:
It was reported that images on one of the monitor were flickering intermittently. At that time it is unknown if this issue occurred on the exam room live monitor and if images remained usable by the doctor. This issue may eventually result in a degraded image quality that can prevent completion of an exam. No patient injury or death reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The occupation of the initial reporter is unknown. This malfunction was determined to be reportable as the same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 9611343-2011-00001.